Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 12.1mm, vtich12.1, -2.50/3.5/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.